Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units alarm was sounding when disconnected from helium line. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated unit alarms when, balloon is disconnected, could not reproduce error. Photo attached with alarm as he unplugged the balloon. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.